Event description:
I have been doing some research regarding the side effects of vacuum extracted deliveries. My son was delivered -after 3 1/2 hours of pushing- via vacuum extraction in 1999. Initially, we believed everything was fine, but once he could hold his head up on his own, he began "bobbing" his head. Through the years, it has be become increasingly worse. He is fine in all other physical aspects of life. He has had two mris and both have not shown any visible issues. All the doctors we have spoken to have indicated that he simply has a motor tic. I recently met with an acupuncturist and he asked about my labor/delivery with him. When I explained how he was delivered, he strongly believes that the extraction could be the cause. After conducting research on vacuum extraction, I believe this may be the cause of andrew's head bobbing. Functions well. However, his head nodding is incessant and he now is being teased at school. He is unable to stop this action. We have tried medication, but it was unsuccessful. Dates of use: 1999. Diagnosis or reason for use: complications delivering baby boy after 3 1/2 hours of pushing.